Manufacturer narrative:
A boston scientific crm sales representative was contacted however no further information has been made available. Should additional information become available, this event would be updated as necessary.

Event description:
Boston scientific crm received information that this physician called our company requesting a device check because this patient was syncopal. At this time, boston scientific crm has not information whether the device was involved in the patient's syncope.